Event description:
It was reported that a cartridge alarm occurred during insulin delivery and load. Reportedly, the customer was using cold insulin. Customer loaded a new cartridge to resolve the issue. Customer¿s blood glucose level was 90 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge.